Event description:
Healthcare professional reported rupture of right side device. It is unknown if device was replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture of right side device. Device has been explanted.

Event description:
Healthcare professional reported rupture of right side device. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on anterior side assessed as unidentified (tear) opening (shell thickness within specification). No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.